Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), has had intermittent jumps in pace impedances. Recently the rv lead, from another manufacturer, had a pace impedance measurement that was high and out of range. There have been no changes in thresholds and sensing, and no oversensing noted on the lead system. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), has had intermittent jumps in pace impedances. Recently the rv lead, from another manufacturer, had a pace impedance measurement that was high and out of range. There have been no changes in thresholds and sensing, and no oversensing noted on the lead system. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.